Event description:
The customer called and reported her blood glucose went up to 500 mg/dl. The customer stated that changing the site did not resolve the issue. At the time of this report, customer's blood glucose was 180 mg/dl. Customer treated with the insulin pump and syringes. The drive support cap of the insulin pump appeared normal. Troubleshooting was declined. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.